Manufacturer narrative:
Vyaire complaint number: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that vela ventilator this unit was alarming transducer fault. At this time, there is no information regarding patient involvement associated with this event.